Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER after receiving inappropriate hv therapy due to af with rvr. The rate accelerated to the vf zone and hv therapy was delivered. Programming changes were not made at this time. The patient is stable.